Event description:
When nurse entered the room to stop the blood the nurse noticed the top of the chamber of the blood tubing had blood that leaked out from the tubing. At that time the nurse stopped the blood, which happened to be complete, and discarded the tubing appropriately.